Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, upon device interrogation dated (B)(6) 2021, vt occurrences were recorded in the device statistics. However, no associated episode was available. The ventricular sensitivity was reprogrammed from 0.4mv to 0.6mv.

Manufacturer narrative:
Preliminary analysis revealed that the user ended the device interrogation before aida memories were fully read. As the aida memories reading process was disrupted, most of aida data were not available.

Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, upon device interrogation dated (B)(6) 2021, vt occurrences were recorded in the device statistics. However, no associated episode was available. The ventricular sensitivity was reprogrammed from 0.4mv to 0.6mv.

Event description:
The defibrillation system was implanted on (B)(6) 2016. Reportedly, upon device interrogation dated (B)(6) 2021, vt occurrences were recorded in the device statistics. However, no associated episode was available. The ventricular sensitivity was reprogrammed from 0.4mv to 0.6mv.